Event description:
It was reported that the system was explanted with no subsequent implant due to infection. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.